Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" However the history log cannot be used to distinguish true and false alarms. The device was inadvertently not evaluated for the symptom. The pump is no longer in its received condition and the opportunity to evaluate for the symptom was lost. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced non stop downstream occlusion errors. There was no patient involvement. No additional information is available.